Event description:
The user received questionable ise results for two patient samples from the analytical p module analyzer. Of the data provided, the potassium result for one patient was discrepant. The initial result was 5.6 mmol/l, repeat result was 4.8 mmol/l. The erroneous results were not reported outside the laboratory. The user declined to provide information concerning if the patients were adversely affected. The lot number of the potassium electrode was m17. The field service representative could not find a problem and checked the system. To verify the analyzer operation, he observed operation and ran ise checks. The user ran quality control. The problem could not be duplicated.